Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's rfu shows solid red "x' with periodic audio chirp. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290 . There was no reported patient involvement.

Event description:
It was reported to philips that the device's rfu shows solid red "x' with periodic audio chirp. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290 there was no reported patient involvement /adverse patient impact.